Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings: moisture was observed behind the display lens. The pump powered on successfully to the verify screen. Multiple power on resets and reboots were observed in a review of the device history. The audio bolus button cover was missing, and a leak test indicated a bolus button leak. The pump case was opened and evidence of moisture damage was observed on multiple internal components.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump has moisture in the display screen. The information provided to animas indicated that the patient went swimming and had the issue afterwards. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.